Manufacturer narrative:
The explanted lead was expected to be returned for laboratory analysis. The device remains in service without further complication. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during a follow-up, it was observed that the right atrial (ra) lead had dislodged and dropped into the ventricle. The device was reprogrammed to aai mode and the ventricle was stimulated. Therefore, the cardiac resynchronization therapy defibrillator (crt-d) was reprogrammed to vvi mode and the patient was scheduled for x-rays to confirm the lead position. It was also noted that noise was observed on the ra channel in an atrial tachy response (atr) episode. It was suspected the noise was due to the minute ventilation (mv) sensor as it appeared to be a 50hz type noise. Device data was submitted to technical services for review of the noise in the atr episode. It was noted the ra pacing impedance measurements had been fluctuating between 1100 ohms and 1600 ohms, which were higher than expected three months post-implant, but were not out-of-range. The p-wave amplitudes were varying; other lead values appeared stable and within range. The atr episodes did show noise oversensing that was consistent with the mv sensor on the ra channel. Technical services recommended further troubleshooting of the ra lead and programming off the mv sensor to avoid the oversensing. It was later reported the ra lead was explanted and replaced with a competitor's lead, due to the dislodgement. This resolved the mv sensor noise oversensing as well. No additional adverse patient effects were reported.